Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. The backlight is working properly. No backlight anomaly noted during our testing. However, the insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues with the light not staying on while pressing buttons on the insulin pump. Customer declined to troubleshoot the light issues. Customer also reported problems with the pump saying no delivery this afternoon. Customer stated that the infusion set and tube that she put the insulin in are both out of date. Customer got home from work and changed the infusion set. Within the last 2 hours, she has been getting a no delivery alarm. Customer's blood glucose was 336 mg/dl at the time. Customer stated that she treated but did not want to troubleshoot for her blood glucose. Troubleshooting was performed and the customer stated that the insulin exits the tubing. Customer assembled a new infusion set and reservoir. Customer reported that the pump alarmed during manual prime for no delivery. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.